Event description:
It was reported that following the implant of a pacing system (pacemaker and two pacing leads), the patient experienced pain at the implant site for almost a year. The system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacemaker (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood (not obstructed) on the proximal conductor and a breached cut on the outer insulation. Visual analysis noted the lead was damaged at implant and the breached cut itself may have been caused by blood ingress along the length of the lead during implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.